Event description:
During removal of the delivery system, after deployment of a 23mm sapien xt, there was a decrease in the patient¿s blood pressure. Tee showed the valve had migrated ventricular. The valve was retrieved and the patient received a surgical valve. On pre-procedural CT the annulus measured 23.6mm x 21.6mm, with an area of 373. Tee during the procedure revealed a cross sectional area of 328 with a min/max of 19.1 x 17.6. Not much ca+ was noted on the tee, just in the ncc. Bav was performed with a 20x4cm edwards balloon under rapid ventricular pacing. The novaflex+ delivery system was prepped with -1cc added to the system per physician request, due to an lvot measurement of 17mm. The delivery system was then advanced, valve alignment was performed and the valve was delivered across the aortic annulus. The valve was then deployed under rapid ventricular pacing and was deployed as intended. Tee showed no central aortic insufficiency or paravalvular leak. During removal of the delivery system the patient¿s pressure dropped and aortogram revealed that the valve had migrated ventricular. A 2nd delivery system was prepped and after much discussion the physicians decided not to implant a second valve and convert to open heart surgery. The patient was stable and the sapien xt valve was extracted and a 19mm magna was implanted. While removing the native leaflets an interesting finding was noted. It was a bicuspid av with n-r raphe and non calcified lcc. The event was attributed to a non-calcified annulus. Due to the small lvot the valve did not embolize into the ventricle.

Manufacturer narrative:
Per the instructions for use, device migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, patient and procedural factors [placement of a valve in a non-calcified annulus] appears to have contributed to the valve migration. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.